Event description:
An aneurx stent graft system was implanted in a patient for the endovascular treatment of an abdominal aortic aneurysm approximately four 1/2 years ago. The aneurysm and vessel morphology from the time of implant were not reported. It was reported that on the film from three years post implant, the aaa measures 6.0 x 6.9 cm. On the film from a year later, the aaa measures 6.6 x 7.5 cm. The aaa has grown about 0.5 cm over a year and a half. Unfortunately, the most recent cta is a non contrast cta so it is impossible to determine the problem. No intervention is planned in the meantime. No clinical sequelae were reported and the patient is fine.

Manufacturer narrative:
Evaluation, results: (B)(4) (lack of information, cause of event is unknown). Evaluation, conclusions: (B)(4) (lack of information, cause of event is unknown).